Event description:
It was reported that patient underwent a right knee revision approximately two months post-implantation due to stiffness and decreased range of motion. The femoral and tibial insert were removed and replaced.

Manufacturer narrative:
(B)(4). D10 medical devices: persona art. Surface fixed bearing (cr) right 10 mm height catalog#: 42522000510 lot#: 65376620. Tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 65556955. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 65727202. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 65538405. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Proposed component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this items and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.